Manufacturer narrative:
The sample was returned for evaluation. The reported issue was forwarded on the manufacturer for investigation. The investigation into the root cause is in process.

Event description:
The medical center reported that the staples came out after they had been put in due to the staples not forming correctly. They ended up having to suture the patient.